Event description:
Consumer had purchased softpicks. He stated they are very fragile and break all the time.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.